Manufacturer narrative:
(B)(4). Report source foreign: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a knee arthroscopy was performed and during cinching, the suture fractured from the button. No adverse event has been reported as a result of the malfunction.

Event description:
No additional event information is available at the time of this report.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned product identified a small loop of blue/white sutures connected to the button, with frayed areas on the loop. There were long strings of sutures also returned with frayed ends. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.